Manufacturer narrative:
Analysis was unable to perform functional testing including the displacement test due to blank display. Blank display due to board connector not plugged in properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.